Event description:
No new patient or event information since last report was submitted on (B)(6) 2019.

Manufacturer narrative:
Reviews of the complaint history, device history record, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record(DHR) found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. As there were no DHR non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A complaint device was not returned and there is no remaining stock of the complaint device lot at the cook north america distribution center, so a sample from the same lot cannot be reviewed. The complaint was confirmed based on customer testimony. The cause of the complaint could not be established. A review of the deice history record did not identify any related anomalies. A review of the device master record found production controls to be in place. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: k171662. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a retrograde pyelogram, bladder, ureter to the kidney procedure using an open-end ureteral catheter, the catheter broke in half while the surgeon was attempting to remove the catheter. All of the catheter was successfully removed from the patient, and the procedure was completed at this point. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.